Manufacturer narrative:
On 2-nov-2020, mentor received additional information regarding the event date, suspected medical device, implant location, and implantation date. The implantation date and event date are (B)(6) 2010 and (B)(6) 2020 respectively. The suspected medical device is a 300cc mentor smooth round moderate profile prosthesis (catalog #: 3651645, serial (B)(6) and the implant location was left. The relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 16-nov-2020, mentor received additional information regarding the implantation date. Previously, the implantation date was reported as (B)(6) 2010. However, additional information revealed that the actual implantation date is (B)(6) 2010. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explantation and replacement devices. The patient underwent removal and replacement with two 300cc mentor smooth round moderate profile prostheses (catalog #: 3501645, serial #: sn (B)(6), serial #: sn (B)(6)) on (B)(6) 2020. The devices were not differentiated for left and right when the information was received. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. Additionally, two tears were observed ; tear a within the crease, measuring approximately 0.9 cm, and tear b on the anterior view, measuring approximately 1.6 cm. Microscopic examination was performed on the edges of rupture b, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Regarding tear a, the evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 300cc mentor siltex round moderate profile prosthesis and experienced postoperative deflation (side unknown). At the time of this report, mentor has received no information regarding an expected explantation date. The date of implantation was estimated as (B)(6) 2010 based on available information.